Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer had a diabetic seizure, which caused his heart to stop. The customer had open heart surgery six months prior to the event, and his heart was not strong enough at the time. The heart stopped for five minutes causing irreversible brain damage. It was mentioned that the doctor confirmed the customer's death was related to diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.